Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received by a basic evaluation trial patient regarding an external neurostimulator (ens) for urgency frequency and urge incontinence. It was reported that trial patient thinks their leads may have moved or came out. No further complications were reported or anticipated.